Event description:
The ER physician was injecting a patient's lip to numb the area for suturing. The physician was using a 27gx11/4' non-safety needle. When the physician pulled the syringe back to remove from the lip, the syringe and hub came out but the needle remained in the patient's lip. The needle was then removed manually by the physician from the patient's lip.